Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 343 mg/dl. The user alleged the insulin pump was under delivering insulin due to the auto mode was not giving her enough insulin. No harm requiring medical intervention was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.